Event description:
It was reported that the patient had been taken to the emergency room (ER) in an ambulance due to low blood glucose (bg) levels dropping to 34 md/dl. The patient experienced uncontrollable shaking. At the hospital, the patient was placed on an intravenous therapy of fluids. The patient was released a few hours later.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.